Event description:
Internal identifier: (B)(4). From relabelers report "the customer reported [...] That while removal of the needle out of the pt, the cannula detached/ unsettled from the hub needle. The needle was finally removed from the pt and the catheter kept in position with no delay in the treatment. No pt death or pt complications were reported. [...]"

Manufacturer narrative:
Event took place in (B)(6). At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Prior to shipment/ release, the device is tested 100%. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available, pajunk considers this file as closed.